Event description:
A pump alarm was reported, identified specifically as alarm 20, occurring during pumping. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted by providing instructions for proper loading technique, but the cartridge alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support decided to replace the pump since it was under warranty, instructing the customer to use multiple daily injections as a backup therapy. The customer was also guided on putting the pump into storage mode and instructed to return the faulty pump using a pre-paid label.